Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that the pacemaker and another manufacturer's right ventricular (rv) lead exhibited oversensing of noise. Boston scientific technical services (ts) was consulted and noted that the rv lead impedance was stable with a few abrupt increases, with the largest increase being from approximately 470 ohms to 735 ohms. Ts explained that the noise was the pacemaker oversensing the minute ventilation signal. Ts suggested further troubleshooting steps to determine the source of the high impedance measurements. Ts also discussed that if during testing they were unable to produce the high impedance or oversensing, they could consider programming to unipolar pace with bipolar sense. The patient was brought into the office almost one month later and no noise and no impedance issues were seen during testing. The minute ventilation feature was programmed off and the pacemaker was reprogrammed to unipolar pace and bipolar sense. The pacemaker and rv lead remain in service and no adverse patient effects were reported.